Manufacturer narrative:
The reported events were inadequate capture and twiddlers syndrome. As received, a complete lead was returned for analysis. The reported event of inadequate capture was not confirmed. Electrical testing was normal. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that interrogation revealed the right ventricular (rv) lead exhibited high capture thresholds. During the revision procedure, it was noted that the right ventricular (rv) lead exhibited a dislodgement due to twiddlers. The rv lead was explanted and replaced. The patient was in stable condition.